Event description:
It was reported during in clinic follow up that the atrial lead exhibited high capture, low pacing impedance, and low sensing. The right ventricular lead exhibited noise and low pacing impedance. Fluoroscopy revealed that the atrial lead had pulled back. No physical issue was noted on the right ventricular (rv) lead. The leads were capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.